Manufacturer narrative:
One device was returned for repair with complaint that the pump displayed "cassette not attached properly" alarms. This device has not been serviced in the past. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. The reported problem was duplicated. The cause was the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: event date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed "cassette not attached properly" alarms. Found during testing. No patient harm.